Event description:
Caller reported malfunction on pump. Blood glucose level did not exceed 500 mg/dl, remaining within normal range. Customer received assistance from technical support to reset pump, and malfunction did not recur; customer was instructed to continue using pump and call back if any issues arose again.